Event description:
Belmont failed at crucial part of liver transplant case, due to overheating alarm, necessitating immediate shutdown and replacement. Belmont rapidly replaced, and resus continued through alternate peripheral ivs and pressor administration. However, these proved inadequate, leading to severe hypotension and peri-arrest (systolic around 40 mmhg). Responded to pressors, and fluid administration via replacement belmont.

Event description:
Belmont failed at crucial part of liver transplant case, due to overheating alarm, necessitating immediate shutdown and replacement. Belmont rapidly replaced, and resus continued through alternate peripheral ivs and pressor administration. However, these proved inadequate, leading to severe hypotension and peri-arrest (systolic around 40mmhg). Responded to pressors, and fluid administration via replacement belmont.